Manufacturer narrative:
This report is submitted on october 17, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011. - attachment: [127383 - device analysis report reg.pdf]

Event description:
Per the clinic, the patient experienced a performance decrement and was unable to connect to the internal device. Reprogramming attempts were made; however the issue could not be resolved. The device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device during the same surgery.